Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope has a burn on the camera cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the burnt distal end cover was likely cause by high-energy treatment device (such as a high-frequency device) that were used without ensuring a sufficient distance from the tip; however, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: -gif/cf/pcf-180 series operation manual chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope. -gif/cf/pcf-180 series operation manual chapter 4 operation:4.2 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer reported information.